Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the deformation, stretched, material separation and fracture as the guidewire appeared stretched in the middle and the outer coil of the guidewire was found fractured exposing the inner core wire of the guidewire. Multiple kinks were noted through out the guidewire segment. However, the investigation is inconclusive for the reported failure to advance and difficult to insert issues as exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined, kinked guidewire and/or excessive procedural force could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2024). Device not returned.

Event description:
It was reported that during port placement procedure, the guide wire allegedly stuck while insertion and unable to move forward or backward. It was further reported that physician managed and retrieved the guide wire back and guide wire allegedly found coiled. Reportedly another guide wire used to completed the procedure. There was no reported patient injury.